Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Investigation is ongoing.

Event description:
A report was received from a user facility in the (B)(6) stating: "the doctor had tremendous difficulty inserting the trocars into the eye. The doctor had to exert a lot of pressure and was able to place two trocars. The doctor was not able to insert the third trocar at all. Another vendors product was used to complete the procedure." There was no serious injury or report of permanent impairment reported related to the event.